Event description:
It was reported that stent damage occurred. The 93% stenosed, 16-20x2.50-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent failed to cross the lesion and the stent struts were lifted up upon removal. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 93% stenosed, 16-20x2.50-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent failed to cross the lesion and the stent struts were lifted up upon removal. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the device was removed intact from the patient's body and after the procedure. The shaft was broken by accident. The manifold was not cut off intentionally.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage on the third row from the distal end of the stent. The struts were bent back proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The length was measured using a calliper and the result was 19.98mm. This is within the crimped stent length specification as per document # (B)(4) (19.81mm +/- 0.75mm). The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located 147cm proximal to the distal tip. The proximal section of the hypotube break, including the hub/manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 93% stenosed, 16-20x2.50-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent failed to cross the lesion and the stent struts were lifted up upon removal. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the device was removed intact from the patient's body and after the procedure. The shaft was broke by accident. The manifold was not cut off intentionally.